Event description:
Customer reported the system repeatedly tripped a breaker and shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced surge suppressor pcb and circuit breaker cb2. Replaced power cord assembly, cable line filter, and put on a "caution do not unplug" label. System operates as intended.